Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of docking issue during procedure could not be confirmed. Final analysis found that the outer helix length was stretched out of specification consistent with the procedure and force applied. No further anomalies were noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix became stretched due to catheter manipulation to free the device. During removal, it was noted that the lp also could not properly be docked. An alternate lp was implanted on 27 oct 2025. The patient was stable.